Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the ht50 ventilator was plugged into alternating current (ac)power the ventilator starts to constantly alarm . There was no patient involvement. Medtronic failure analysis lab evaluated the device and confirmed the reported condition. The root cause of the reported symptom was a defective oscillator. The oscillator and the power supply were replaced and the reported condition was resolved.